Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unrelated procedure, the right atrial lead exhibited difficulty being removed from the pulse generator header. Silicon septum and the setscrew was removed from the header and silicon oil was used for further assist in removing the lead. The lead was successfully removed from the header. The pulse generator was explanted and replaced. The patient was in good condition prior, during, and post operation.